Event description:
On (B)(6) 2012, the patient's dad/reporter contacted animas to report unexplained high blood glucose of 600 mg/dl that was not resolved with bolus insulin via the animas pump. The animas pump was subject for review during the phone call to make sure the pump was within specification. The patient is a (B)(6) diabetic on insulin pump treatment. The patient is growing and recently began walking. On the day of the call, the patient was brought to the ER for treatment due to the alleged 600 mg/dl. The patient's pump was suspended and removed during the ER visit. His insulin regimen reportedly is still under evaluation to meet his development needs. The reporter claimed the patient had a cold during the time of concern. Troubleshooting revealed the there was no unusual alarms prior to the event. The prime history reflects the changes the reporter set. There was no product malfunction associated with the alleged event. The patient's dad reportedly will continue to work with his doctor to adjust his insulin regimen accordingly. This complaint is being reported because the patient had blood glucose above 500 mg/dl and required hcp medical intervention after his blood glucose did not respond to bolus insulin doses via the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.